Manufacturer narrative:
Product analysis could not verify a hub detachment as stated in the complaint. Product analysis did reveal a polymer shaft separation. The balloon catheter with the product mandrel intact and the balloon in a pre-inflated state was received and a polymer shaft separation was observed. The balloon protector was not returned for analysis. The product mandrel was removed from the distal section of the catheter without any resistance. The returned catheter exhibited a polymer shaft separation located 25.3 centimeters proximally from the distal tip. Visual and microscopic examination of the material surrounding the separation site did not reveal any inherent deficiencies that would have contributed to the separation. The shaft failure appears to be the result of tensile forces exceeding the shaft tensile specification. As the balloon protector was not returned for analysis, the circumstances that led up to the shaft separation could not be determined. The manufacturing records for top assembly batch 8815100 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the polymer shaft separation could not be determined.

Event description:
Determined to be reportable based on analysis completed 11/27/2006. It was reported that in preparation for a ptca procedure, the hub of the maverick2 monorail balloon catheter was broken. While removing the protector from the maverick2 monorail balloon, resistance was noted and the hub was reported to have separated. Another manufacturer's balloon was used to complete the procedure with no complications. There was no patient contact with this device. Analysis determined that polymer shaft had separated.